Manufacturer narrative:
(B)(4). Report source: (B)(6). No devices were returned, but a photo of the cut block was provided. Review of photo identified signs of minor surface wear and the reported event was confirmed as only one peg remained on the cut block. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Initially reported on MFR 0001825034-2017-07034.

Event description:
It was reported that during a knee arthroplasty, the pin used to stabilize the cutting block could not be removed from the patient's bone. Multiple attempts were made to remove pin, which was eventually removed with a fine bone rongeur. This resulted in a bony defect. Attempts have been made and no further information has been provided.